Event description:
Customer did back to back testing on the same meter using the advantage system with blood glucose results of 262mg/dl and 130mg/dl. Location of testing not provided. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.